Event description:
It was reported that the barrel clamp update, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. However, the customer declined an estimate, and the device was returned to the customer without repair. The device was not subjected to all functional testing; it did not pass remaining functional and delivery tests it was subjected to before being returned to the customer. The cause of the issue was not identified as the customer declined repairs.